Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however a like device catalog# 8792813, was cleared in the united states.

Event description:
It was reported that one of the fixation screws backed out post a cervical procedure. The pt was asymptomatic. The revision surgery was performed approximately five months post op to explant the screw.